Manufacturer narrative:
(B)(4).

Event description:
Follow-up revealed the physician believes the initially reported issue was neither device or procedure related. It was also reported the patient's final diagnosis was hemoptysis with bronchitis a blood test was performed and the results were normal. It was also reported the hemoptysis has resolved.

Manufacturer narrative:
Corrected data: initial reporter information was listed incorrectly on the initial report. The incorrect occupation was listed on the initial report. Information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2016 due to hemoptysis. Follow-up revealed the patient was also diagnosed with bronchitis. A CT scan was performed and revealed no anomalies.